Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hyperglycemia event and reported the continuous glucose monitoring system did not alert her. The user did not require medical attention.

Manufacturer narrative:
The customer complaint was investigated and confirmed..investigation revealed that system detected an anomaly, rejected customer entry of first fingerstick blood glucose calibration and prompted customer to enter another fingerstick blood glucose calibration after 1 hour.this prompt by system resulted in customer becoming aware of hyperglycemia event via second fingerstick blood glucose calibration. Investigation shows that the system correctly blinded glucose values (temporarily) due to a detected performance failure and the system's self-test functions are working normally. H6 results code updated to 114. H6 conclusion code updated to 4310.